Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
After omnifit ad stem surgery (about 16 years before), the proximal of stem was broken. This case was presented at the 126nd central (B)(6)journal of orthopaedic surgery & traumatology on (B)(6) 2016.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown omnifit stem was reported. The event was confirmed. Method and results: device evaluation and results: not performed as no devices were returned; medical records received and evaluation: a review of the provided information by a clinical consultant concluded that : procedure-related factors: stem malposition in varus. Patient-related factors patient overweight ((B)(6)) a moderate secondary factor. Device-related factors: none evident. Diagnosis: stem malposition in varus has caused excessive micromotion in the proximal stem preventing adequate proximal bone ingrowth fixation with secondary distal stem fixation. The fixation differential caused an overload condition leading to a fatigue fracture at the area of peak overload in the distal stem, consistent with the reported findings. Conclusions: a review by a clinical consultant concluded: "stem malposition in varus has caused excessive micromotion in the proximal stem preventing adequate proximal bone ingrowth fixation with secondary distal stem fixation. The fixation differential caused an overload condition leading to a fatigue fracture at the area of peak overload in the distal stem, consistent with the reported findings" if additional information and/or device become available, this investigation will be reopened.

Event description:
After omnifit ad stem surgery(about 16 years before), the proximal of stem was broken. This case was presented at the 126nd central japan journal of orthopaedic surgery and traumatology on (B)(6) 2016.